Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance (pm) program, the device was regularly serviced and was successfully verified prior to and after the surgery date. The provided logfiles were incomplete which is why they could not be reviewed. No complaint-related product is expected to return for investigation. Most recent technical site visit was confirmed device met specifications as per service and installation record. Root cause could be determined as external, patient condition related (previous flap could was not disclosed). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the procedure, the surgeon observed a nasal split in the flap of the patient¿s right eye during the lift. The patient had not disclosed any previous surgery, and their earlier flap was created using a microkeratome. After completing the treatment, the flap was repositioned and smoothed back into place, and a bandage contact lens was used to maintain flap stability during refractive surgery and ensure patient comfortable.